Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's battery was at eri and they were experiencing periodic shocks and times when stimulation didn't appear to be working even if the stimulation was actually on. The patient reported no falls or trauma. An impedance check showed electrode 8 was greater than 20,000 ohms and all other impedances were within the normal limit. The patient was scheduled for an ins replacement on (B)(6) 2019 and at that time the surgeon would evaluate the lead and would replace the lead if they felt it was damaged. The issue was not resolved. No further complications reported.

Event description:
Additional information received from a manufacturer's representative. It was reported that the cause of the high impedance issue was not determined. The lead appeared to be intact and the surgeon only replaced the ins. The patient reported having good coverage. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.